Manufacturer narrative:
Device unique device identifier (UDI) and manufacture date are unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, the system re-booted on its own while surgeon was navigating. The system became unresponsive on "booting kernel". The site powered the system off then back on, which resolved the issue. There were no further issues after the reboot. There was a delay of 10 minutes to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs were found to provide no additional insight into the reported issue. However, it was suspected the issue was caused by electrical disturbance.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added UDI#. Added manufacture date.